Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that a button alarm occurred, customer stated the pump case "may have triggered" the alarm however this was unable to be confirmed. Customer's blood glucose level was 236 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.